Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The technician found the solenoid valve was worn. The technician replaced the solenoid valve/coil to repair the bed.